Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -3.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to angle closure with elevated iop 38mmhg (assessed on (B)(6) 2022) and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).